Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. Concomitantly, a boston scientific advantage transvaginal mid urethral sling system as a bladder strap was implanted. Following the procedure, the patient underwent another surgery for pelvic mesh erosion repair in 2011. Currently, the patient is under an ob/gyn care and has experienced mesh protrusion out of the vaginal wall. The patient experienced hip pain, vaginal pain, painful intercourse, slight rectal bleeding and constipation. The patient still has urinary incontinence. The patient has pain around the incision sites and a continuous burning not due to infection. The patient may have a second surgery for another revision of the pelvic floor repair mesh.